Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received a low insulin alert. The customer was unable to clear the alert. There was no reported impact to customer's blood glucose level. During troubleshooting with tandem technical support, the alert was cleared.